Event description:
It was reported that the patient underwent a regenerex glenoid shoulder procedure on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2013 due to infection. The glenoid post was removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction."